Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Field service engineer was on site to perform a preventive maintenance on ro15070. During the maintenance, the laser (mt-02-088 s15024) failed the kineverif accuracy test.

Manufacturer narrative:
The device was returned to manufacturer for investigation on 02 jul 2019.

Event description:
Field service engineer was on site to perform a preventive maintenance on ro15070. During the maintenance, the laser (mt-02-088 s15024) failed the kineverif accuracy test.

Manufacturer narrative:
It was reported that the optical distance sensor did not pass the kineverif test, distance sensor has been recalibrated and a brain accuracy check performed with the laser offset plate. The assembly of the distance sensor has been controlled. The reason why the distance sensor did not pass the kineverif test remains unknown.

Event description:
Field service engineer was on site to perform a preventive maintenance on ro15070. During the maintenance, the laser (mt-02-088 s15024) failed the kineverif accuracy test.